Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). A 80% stenosed lesion was located in a mildly tortuous and moderately calcified osteo proximal left anterior descending artery (lad). The physician performed double-vessel disease (dvd) angioplasty of right coronary artery (rca) and osteo proximal lad. The lesion was not pre-dilated with balloon. A 2.50 x 24 promus premier select drug eluting stent was fully expanded and deployed at 14 atmospheres for 12 seconds with no issues encountered. A 3.00 x 12 mm non-complaint balloon was used to post dilate the stent and afterward, the blood pressure dropped and a type b dissection at the ostial lad edge of the stent was noticed. A 3.00 x 16 promus premier select stent was deployed at ostial left main lad and covered the dissection to successfully complete the procedure. The patient was stable post procedure and there were no further patient complications.